Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol, 2009; 65(5): 586-595. Summary: the study was a single-center, prospective, randomized, patient-and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. Sixty-two patients were recruited, and 10 patients did not pass initial screening. Fifty-two patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: one case of suicidal thoughts was reported. The symptoms were not noted to be serious. No treatment or outcome was reported. The lead was implanted in the gpi. See literature article attached to MFR report# 2182207200905291.